Event description:
A cartridge alarm was reported during the tubing fill process. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to disconnect the tubing and complete the tubing fill, after which the alarm did not reoccur. The customer successfully loaded the existing cartridge with new tubing, following the proper load technique, and resumed insulin therapy.